Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor imaging studies were returned nor provided for evaluation. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient underwent anterior lumbar interbody fusion and posterior lumbar fusion from vertebrae l4 to l5, with the implantation of rhbmp-2/acs. Allegedly, "patient's post-operative period has been marked by a period of improvement, followed by progressively increasing low back pain, with radiating pain from his back to his buttocks and thighs. Patient continues to experience chronic low back pain with radiculopathy into his buttocks and lower extremities, and muscle spasms in his lower back and calves. Patient requires occasional use of a cane to assist in ambulation."

Event description:
It was reported that on (B)(6) 2012: the patient underwent spinal fusion with infuse bone graft. Per op notes, c-arm was used for positioning and verification. A 6.0 x 45-mm variable angle expedium pedicle screw from the depuy set was placed. An l5 pedicle screw was placed on the left in an identical fashion and it was also a 6.0 x 45 mm screw. Two screws were placed on the right side one at l4 and one at l5. The bmp/acs was prepared on the back table and this was a small kit with two sponge sand only one sponge was prepared at this time. The local bone graft was mixed with the allograft and placed through the bone mill, half was placed on the right and half on the left in the intertransverse regions from l4-l5. A 40-mm pre-cut rod was selected, placed into each of the pedicle screws on either side and then secured with the locking screws and then finally torqued. Position changed to perform the anterior approach to l4-l5. Antegra set were used and a 15-mm corticocancellous alif spacer from the musculoskeletal transplant foundation was selected. A half strip of bmp was placed into the central canal and then the allograft was assembled on the insertion device and under lateral images it was advanced into the l4-l5 interspace. It was tamped manually another 3-5mm. A 43-mm antegra lumbar plate was selected and attached to the l4 <(>&<)> l5 bodies with four 6.5 mm screws, the first of which was 24 mm in length and the subsequent three 26 mm. As each of the screws was placed, it was stimulated with the neuro probe and all read greater than 20 without any detectable responses. There were no complications reported. (B)(6) 2012: per record, patient was discharged. At an unknown time post-op, the patient developed unspecified injuries due to the use of rhbmp-2/acs.